Manufacturer narrative:
Multiple attempts have been made on 15jan2026, 30jan2026, and 12feb2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer regarding a v60 ventilator with a dim display. No patient involvement was reported at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. The customer stated that the unit is equipped with a first-generation liquid crystal display (lcd); however, review of the serial number indicated that the device was manufactured with a second-generation display. The differences between first- and second-generation displays were discussed, and the customer was advised that if the unit is confirmed to have a first-generation lcd, it would require an upgrade or replacement with a complete second-generation user interface (ui) assembly. The part identification provided was ui assembly, without navigation ring. This investigation is ongoing.